Event description:
It was reported that during a knee surgery the device couldn`t be flipped. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. The complaint allegation was confirmed. One unpackaged ar-1588rt batch 15046967 was received for investigation. The returned device was visually inspected, and it was noted that the ends of the suture were pulled on the same side of the loops/wedges. Upon fixing the assembly of the device. The functional test found that loops were open/closed without issues. The most likely cause(s) of this type of failure is user error. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. Per dfu-0147. Precautions: 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.